Manufacturer narrative:
(B)(4). The product was evaluated, the customer's complaint of the hole burned in casing was verified. The rear case and the right iui connector were replaced. The root cause was undetermined.

Event description:
The pcu was sent to service for case replacement due to a hole in the case. There was no patient involvement.